Event description:
It was reported that the atrial lead had no capture during threshold tests in both bipolar and unipolar configuration. The lead also had high impedance in bipolar mode and low impedance in unipolar mode. A fracture was suspected. The lead was turned off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead had no capture during threshold tests in both bipolar and unipolar configuration. The lead also had high impedance in bipolar mode and a fracture was suspected. The lead was turned off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sdr303b, ipg, implanted: (B)(6) 2003. (B)(4).